Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported on multiple, intermittent occasions the customer needed to press the wake button multiple times before the screen turned on. The customer's blood glucose level was 195 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.